Event description:
It was reported that the guidewire tip detached. A savion flx guidewire was selected for use in the 50% stenosed right anterior tibial artery (ata). While trying to navigate the calcified ata, the guidewire tip detached. Ivus showed that the fragment was not in the vessel lumen. The physician thought the detached tip occurred because the wire was in a dissection plane of the calcified artery. It was decided that it posed no risk of being in the false lumen so it was not retrieved. A different guidewire was used to complete the procedure. There was online blood flow to the foot and three vessel tibial runoff. The patient condition post-procedure was good.

Manufacturer narrative:
Device analysis by MFR: the returned guidewire had the distal tip bent and the polymer distal tip was detached. The detached section was not returned. The damaged section was located approximately at 298.4 cm from the proximal end. No other visual damage was found in the device. Dimensional inspection of the overall length and distal tip could not be performed due to the detached polymer tip. Dimensional inspection of the middle and proximal section of the device found it was within specification.

Event description:
It was reported that the guidewire tip detached. A savion flx guidewire was selected for use in the 50% stenosed right anterior tibial artery (ata). While trying to navigate the calcified ata, the guidewire tip detached. Ivus showed that the fragment was not in the vessel lumen. The physician thought the detached tip occurred because the wire was in a dissection plane of the calcified artery. It was decided that it posed no risk of being in the false lumen so it was not retrieved. A different guidewire was used to complete the procedure. There was online blood flow to the foot and three vessel tibial runoff. The patient condition post-procedure was good. It was further reported that the dissection was intentionally created with the wire and balloon system.